Event description:
It was reported a power on reset (por) condition occurred. It is unknown if the device is end of life. The manufacturer rep was to turn the device to 0v in preparation for an intrathecal infusion pump replacement.